Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off by itself when the door was pressed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch which was not functioning as intended. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself when the door was pressed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. There were no component issues identified that would result in the pump losing power on its own. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.